Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from ofr, there was the possibility that this phenomenon was attributed to the use of the non-olympus xenon lamp in the subject device, which might be caused by the user unknowing or ignoring the recommendations in the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to ofr for evaluation. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus france (ofr), it was found that the examination lamp of the subject device turned off after several hours¿ use, and the examination lamp was a non-olympus xenon lamp. Also, it was found that the color bar was displayed on the monitor, and the error (B)(4) which indicated the subject device was broken down was displayed. Ofr surmised that the use of the non-olympus xenon lamp in the subject device indicated that a third-party had conducted the maintenance on the subject device. There was no report of patient injury associated with this event.